Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did needle pull off from the suture thread? Yes. The needle came off of the suture thread. Did the needle break? No it did not. Did the issue occur during use on patient? Yes, during closure. Did two devices have the issue during this procedure? Yes. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hartman's reversal procedure on (B)(6) 2016 and suture was used. During the procedure, the needle popped off incidentally. There were no patient consequences reported.